Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left lateral avrt ablation procedure, a perforation occurred. During transeptal access from ra to la, the patient went into svt, as the needle traversed posterior to the fossa ovalis and the sheath was advanced over the needle without knowing it was outside of the heart. The needle was removed, and sheath was flushed but there was no blood return. At this point, the catheter was advanced to the distal tip to try and get blood return. Blood return was successful in this position and it was assumed that the tip of the catheter was outside the heart and was keeping the blood contained. An echocardiogram was performed and revealed the perforation. After consulting cardiac, the catheter was pulled back and the patient remained stable with no signs of excess pericardial fluid. The patient was observed for 1 hour before the decision was made to continue the procedure. A transeptal puncture was then performed with the help of tee guidance and left lateral pathway ablation was performed with a new catheter and the procedure was completed with no adverse patient consequences. The patient is in stable condition and has been discharged. There were no performance issues with any abbott devices.